Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 months and 7 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type iii.